Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, fourteen years and eight months of post deployment, computed tomography of abdomen without contrast was performed and found that a vena cava filter which was not tilted. Multiple prongs extended beyond the vena cava but did not puncture the aorta or adjacent viscera. The filter was just below the renal vein. Around, six months and three weeks later, the patient presented with filter break down. There was no evidence of embolized metallic inferior vena cava filter fragments along the distribution of the pulmonary arterial system. Around, three weeks later, computed tomography of chest without contrast was performed for the patient who reported with chest pain. There was a small linear radiodensity noted in the region of the tricuspid valve medially. Possibility of residual inferior vena cava filter strut cannot be excluded. Inferior vena cava filter was not identified on this examination. Computed tomography of abdomen without contrast was performed to evaluation post inferior vena cava filter removal. An inferior vena cava filter was not visualized and likely had been removed. There was a linear density projecting outside the lumen at the level of the right kidney likely representing an inferior vena cava filter strut. There was also a rounded density in the posterior inferior vena cava which might represent residual filter strut or calcification. On the same day, computed tomography was performed. A recovery filter was found to be fractured and missing 4 arms but has complete 6 legs. There were 3 fractured arms in the inferior vena cava but 1 leg was missing. It wasn't clear if there was a missing fragment or the curve broken piece is not 4 missing arm. Computed tomography of the chest was performed to rule out a fragment and the heart of the lungs and it was not visualized. 11 french sheath was cinched into the head of the filter and subsequently 16 french sheath was advanced into the filter. The head of the filter was free and engaged into the 11 french sheath. The 11 french sheath was pulled through the 16 french sheath pulling the recovery filter completely out of the body. It was inspected and the filter was seen with 6 legs and 2 arms. Subsequently attention was given to the visualized 3 broken arms. One of them was protruding into the cava and was noticed successfully. The other 2 fragments were outside of the cava and that was confirmed in different projections. Patient was taken to computed tomography scan to confirm that the 2 pieces in the inferior vena cava were not protruding into the inferior vena cava and was incorporated into the wall. Computed tomography scan of the abdomen demonstrated the 2 fragments were not protruding into the cava and interpreted the wall. The chest was scanned and there was density seen within the mitral valve which appeared to be calcification, but a small metallic fragment cannot be ruled out. There were 3 fragments, one of which was protruding into the inferior vena cava filter and was successfully retrieved. Others to fragments were incorporated into the wall abnormal protruding into the inferior vena cava. Therefore, the investigation is confirmed perforation of the inferior vena cava (ivc) and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.